Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm model#: sc-4316, lot #: 18380612 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure because the patient no longer needed the device.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.